Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified anterior tibial artery. After a guide wire was advanced, a 2.0mmx20mmx143 cm fg coyote nc (nc quantum apex¿) balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres, the balloon ruptured due to the severe calcification. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter with an unidentified stop cock attached to the hub. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. The balloon is completely circumferentially torn 3mm from the proximal markerband. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified anterior tibial artery. After a guide wire was advanced, a 2.0mmx20mmx143cm fg coyote nc (nc quantum apex¿) balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres, the balloon ruptured due to the severe calcification. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.